Manufacturer narrative:
The device was evaluated. A service engineer (se) evaluated the device at the customer site. The se confirmed the oxygen cpc connector had come slightly loose. No damage to the part was identified. However, se replaced the locking ring and gasket. The oxygen delivery was tested with a short perfusion and the connector was secured. Subsequently, all testing was completed successfully.

Event description:
The device user (du) advised that the oxygen port had started to come loose. The du advised that it had started to come loose in the past and had been tightened on the most recent maintenance, but it had come loose again.